Event description:
After 2 1/2 years of successful cochlear implant use, this pt began to experience discomfort when using their device. They could only tolerate 9 electrodes at low stimulation levels. This pt has a history of mild cerebral palsy and eventually would not wear the external equipment at all. Clinicians tried programming the device and exchanging the various external components, but the discomfort was not resolved. Although diagnostic testing did not reveal a malfunction, the pt's family and their surgeon are considering explantation.